Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a fracture reduction procedure utilizing an inserter connector on (B)(6), 2014. During the procedure, the tip of the inserter connector fractured inside of the end cap. The tip remains inside the end cap which is implanted in the patient.

Manufacturer narrative:
Only one of two instruments was received; the broken instrument was disposed of by the hospital and was not returned. Photographs provided on the broken instrument appears to show the device was over-torqued during use. The returned 3.5mm inserter short was evaluated and was found to have been manufactured within specifications and shows no unusual damage.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded.